Event description:
The patient's internal device was explanted due to infection and device extrusion. Advanced bionics is currently in the process of gathering additional information. When more information becomes available, a supplemental report will be submitted.